Event description:
It was reported to boston scientific that a cre pulmonary balloon was used during a dilatation procedure. According to the complainant, the balloon was tested prior to the start of the procedure, the device was then inserted into the scope. He later removed the balloon and tested it again realizing it was stuck. The outcome of he procedure is unknown. Attempts to obtain additional information regarding this event and the patient information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a cre pulmonary balloon was used during a dilatation procedure. According to the complainant, the balloon was tested prior to the start of the procedure, the device was then inserted into the scope. He later removed the balloon and tested it again realizing it was stuck. The outcome of he procedure is unknown. Attempts to obtain additional information regarding this event and the patient information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon profile was relaxed and deflated making the as reported claim of "the balloon was stuck" impossible to confirm. There was no defect found on the catheter and a pinhole leak was noted in the balloon. Based on the available information and product analysis results, the most probable root cause of the pinhole is operational context: the complaint states that 'the balloon was stuck' - it is possible that the physician had to use an excessive force to remove the catheter from the scope causing a pinhole in the balloon material.